Manufacturer narrative:
(B)(4). Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter displayed inaccurately erratic low blood glucose results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after medical surveillance specialist (mss) reviewed the call recording. The patient alleged that the product issue started on (B)(6) 2022, at 9:30 am. The patient stated that she was ¿profusely sweating and her legs hurt¿ and the same symptoms happened again the following day. During review of the call the mss noted that the patient indicated that her sugar must be really high for her to feel like this and therefore she knew that the meter was providing her incorrect readings. On (B)(6) 2022, at 9:05 am the patient obtained a ¿normal¿ blood glucose reading of ¿100 mg/dl¿ before breakfast. Like the previous day she started ¿sweating¿ again and decided to take another two readings and obtained ¿108 and 169 mg/dl¿ with the subject meter. Less than 10 minutes later she decided to test again with her ¿old¿ unspecified meter and received a reading of ¿149 mg/dl¿. All the readings were obtained within 1 hour. The patient manages her diabetes with pills (3 pills a day, type unspecified), diet and exercise and continued taking her usual dose in response to the alleged issue. The patient did not report receiving any medical treatment for the reported symptoms. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.